Event description:
It was reported to boston scientific corporation that an rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a stone was captured and the basket was closed completely. However, when lithotripsy was attempted, the stone would not crush and the basket tip failed to detach. Additionally, the "metallic wire next to the handle broke." The physician attempted to remove the basket by pulling the wire, but the basket was stuck in the cbd and the physician did not want to cause damage; therefore, the basket was left inside the patient. The handle was removed from the device and the patient was transferred to another hospital, where the basket was removed the following day. Reportedly, the basket and stone were removed from the patient using a soehendra device after performing a dilation assisted stone extraction (dase) procedure. The patient's condition was noted to be fine after the basket was removed.

Manufacturer narrative:
The exact age of the patient is unknown, however, the patient was reported to be over the age of 18 years. Reported event of wire broke. Reported event of tip won't detach. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.